Manufacturer narrative:
A siemens global product support (gps) specialist evaluated the instrument data. After evaluating the instrument data, the gps specialist did not find any instrument malfunction. Quality control and calibration adjustments were within acceptable range on the day of the run. However, the gps did find error 142 -"sample valve trying to move after jam" errors in the error log. A siemens field service engineer (fse) was dispatched to the customer site. The fse evaluated the instrument and changed the sample valve, checked the level sense for sample probe and dilution well, rotation speed in the wash station and dilution well, and the sample probe alignment and made adjustments. The cause of the discordant high rubella igg result is unknown. This instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
A discordant high rubella igg result was obtained on one patient sample on an immulite 2000 instrument. The patient sample was higher on the first run and resulted lower on the second and third run. The results of the patient sample on the second and third run were comparable. The patient results from all three runs were not reported to the physician(s). There were no known reports of patient intervention or adverse health consequences due to the discordant rubella igg result.